Manufacturer narrative:
H6: investigation summary one sample (model #2420-0007) was returned by the customer. It was reported that there was air in line. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed. The set was infused with the bd alaris pump module (dchu-0008) at 125 ml/hr with a vtbi of 125 ml. No air bubbles were observed in the tubing throughout the infusion and after the infusion. The failure was unable to be replicated, and the complaint could not be verified. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. A root cause was unable to be determined because the failure was unable to be replicated.

Event description:
It was reported that as lvp 20d 2ss cv had air in the line. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown it was reported that there was air in line. Verbatim: the description provided was the following: alarm sounding on alaris pump that there was air in line. Large air bubbles had actually made it all the way through to patient. Unsure how much air infused into patient's central line. Was able to pull some air back, however. Md informed channel pulled and replaced.

Manufacturer narrative:
Date of birth: unknown. The patients age was used to determine a placeholder date for this field. Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d 2ss cv had air in the line. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown it was reported that there was air in line. Verbatim: the description provided was the following: alarm sounding on alaris pump that there was air in line. Large air bubbles had actually made it all the way through to patient. Unsure how much air infused into patient's central line. Was able to pull some air back, however. Md informed channel pulled and replaced.